Manufacturer narrative:
At the time of this report, no further patient injury or negative health related outcomes have been reported. Entellus medical will continue to monitor this situation and provide subsequent reports if required. Prior to this incident, there have been no reported complaints or events of entellus medical products being involved in cases resulting in csf leaks and therefore no historical trending data exist. Entellus medical's sinus balloon products are specifically designed to be atraumatic, which decreases the likelihood for tissue and other trauma. The device in question was returned by the user facility and was thoroughly evaluated. The device was found to be in proper working condition and within design specifications, and therefore entellus medical has determined that no device failure or malfunction occurred. However, a root cause for the event has not been identified. This report does not constitute an admission that the device has or will cause or contribute to a reportable event.

Event description:
During an in-office xpress procedure on (B)(6) 2011, physician attempted to dilate the right sphenoid sinus of an possible (B)(6) female. Procedure was done under endoscopic visualization and physician followed entellus recommended anesthesia protocol. Physician reports that the right sphenoid sinus as identified and xpress device inflated. The device was then repositioned and advanced, balloon was inflated a second time. Following the second inflation, a clear fluid was observed via endoscope. The procedure was stopped and a CT was done showing a csf leak. Patient was transported to the hospital where csf leak ws repairing using bone from the turbinate. Maxillary ess was also performed at this time. Patient was alert and stable. Patient was followed by ent and neurology for any future symptoms. As of (B)(6) 2011, the patient was moved to a rehab facility to regain strength. A second physician removed the patient's packing on (B)(6) 2011 and noted the patient was doing well.